Event description:
It was reported that this right atrial (ra) lead exhibited oversensed noisy signals. Technical services (ts) was consulted to review a report and confirmed the oversensed signals. Ts noted other oversensed signals on the presenting electrogram as well. No adverse patient effects were reported. This ra lead remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.